Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS iPhone X Global / Unknown / iOS_16.7.8.